Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had inter processor communication error. The customer¿s blood glucose level was 349 mg/dl at the time of the incident. Customer states that they were able to clear the alarm. Customer assisted with self test and it was not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected the main arm cannot communicate with the motor arm alarms noted during testing however, the downloaded history files confirmed the main arm cannot communicate with the motor arm alarm due to a software error.